Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to the device failed to recognize an open door. Service evaluation verified the device failed to recognize an open door. The cause was identified to be a failed lower latch and lower auxiliary which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it failed to recognize an open door. No additional information is available.